Event description:
Customer reported that the panorama central station did not give an audible alarm for up to 3 minutes during a low spo2 event. Visual alarm was present. No pt injury was reported.

Manufacturer narrative:
Documentation was collected from customer and currently under review.